Event description:
Caller reported the customer was "hospitalized because of the meter" due to receiving an unspecified error message on adc blood glucose meter display. No further information was provided by the caller as he declined to continue troubleshooting. It is unknown what, if any, diabetic specific diagnosis or treatment was rendered at the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with controlled test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. (B)(4). All pertinent information available to abbott diabetes care has been submitted.